Manufacturer narrative:
A root cause could not be determined. Four patient samples were returned for investigation. The high results seen by the customer could not be reproduced. The samples looked normal upon visual inspection. All the reaction kinetics looked normal and did not indicate an interference. Further investigation was not possible as neither the customer nor the investigation could reproduce the elevated results. It was noted the customer is taking many drugs simultaneously, and many by infusion.

Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej), phosphate (inorganic) ver.2 (phos), and urea/bun results for one patient on their c501 analyzer. The patient's initial crej result was 4.29 mg/dl. The initial phos result was 8.11 mg/dl. The initial bun result was 145.0 mg/dl. The initial results were reported outside the laboratory. The patient's sample was then repeated twice. The repeat crej results were 1.82 mg/dl and 1.94. Mg/dl the first repeat phos result was 5.90 mg/dl and 5.42 mg/dl. The first repeat bun result was 105.7 mg/dl and 108.7 mg/dl. The customer provided additional results for this patient from (B)(6) 2013. It was unclear if these results were from the same sample as the initial patient results. The crej result was 1.87 mg/dl. The phos result was 5.31 mg/dl. The bun result was 106.0 mg/dl. There were no adverse events. The crej reagent lot number was 688089. The phos reagent lot number was 685800. The bun reagent lot number was 686962. The reagent expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).